Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 09-apr-2024, it was reported that patient faced infusion set fell off event. No further information was available.